Event description:
Report received of no audible alarm. During routine preventative testing at the user facility. Channel a did not audibly alarm when on the low volume setting. There were no reports of any adverse pt events while the device was clinical use. Though requested, no additional info was provided.